Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing at the user facility, the biopsy channel of the subject device tested positive for lactococcus lactis (0.1 cfu / 1ml). The facility also informed that the subject device was re-tested. The suction channel of the subject device tested positive for micrococcus sp. (0.1 cfu / 1ml). The facility reprocessed the subject device with an endoscope reprocessor, olympus etd 3 plus paa. There was no patient injury reported.